Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle was difficult to remove from the bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter: "needle doesn't pull out of them"

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 23-mar-2022. H.6. Investigation: our quality engineer inspected the representative samples submitted for evaluation. Bd received 50 sealed 22g x 1.00in. Nexiva units from lot number 0017263. A gross visual inspection of the returned units did not find any damage or defects to the units. Eight units were randomly selected and functionally tested for needle decoupling. All tested units successfully decoupled. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failures stated in the report. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the needle was difficult to remove from the bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter: "needle doesnt pull out of them".